Event description:
I had foot and ankle surgery on (B)(6) 2018, which used metal hardware from stryker and synthes. I have a previously documented and known allergy (severe) to nickel. The dr used a stainless-steel screw, along with titanium components. I developed crps 6 days post-op and have required 8 lumbar nerve blocks, additional pt, pain and rehabilitation medicine, medications (and their side effects). I have lost time at work, with my family, and can no longer do what I used to do physically due to ongoing symptoms. I had a CT and MRI of my foot prior to having the hardware taken out. The second surgery was (B)(6) 2018. Have improved some since removal of the hardware, but continue to have crps that impacts my functioning and day to day life. I have requested details from both medical device companies about the specific metal makeup of their items, but have gotten the runaround now for the last 4 plus months from stryker and have not heard a thing back from synthes. From stryker: plate - t 4 hole ¿ implanted, inventory item: model/cat number: 40-15081 ¿ screws 4.0 x 12mm, inventory item: model/cat number: 656312 ¿ 2.7 x 16mm, inventory item: model/cat number: 656316, inventory item: model/cat number: 45-80300, screw 2.7 x 20mm implanted, inventory item: model/cat number: 656320, screw 2.4 x 32mm l ¿ implanted, inventory item: model/cat number: 656132, screw 3.5 x 26mm- implanted, screw 3.5mm x 30mm ¿ implanted, inventory item: model/cat number: 657430. From synthes: imp scr syn can 4.0 x 32mm long thrd ss, model/cat number 207.732 manufacturer: synthes-stratec lot number: 08182018-8003.